Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached elective replacement indicator (eri). Left ventricular (lv) pacing impedance measurements greater than 2000 ohms were observed as well as loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the device was explanted. The device was near eri and was electively replaced. The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
A device replacement and lv lead revision were planned for a future date. The available information suggests this device remains in service. Should additional information become available this event will be updated.